Event description:
Procedure: laparoscopic assisted distal gastrectomy. According to the reporter: after loading egia60amt on idrive, the green lamp of status indicator was lit up. The doctor tried to fire, but the device could not be fired on the tissue at all. New one was opened to complete the case with no problem. No patient harm. The patient current status: good operating time not extended. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding. Our sales representative confirmed the pre-firing conditions of the concerning sulu. Nothing of adverse event caused by extension of or time was reported. No patient info is available: gender: unknown, age: unknown, weight: unknown the customer did not know if reinforcement material was used. Surgical time was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).